Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during a regular catheter change the dn noticed the new catheter to be shorter than usual. It was later reported from the international business center (ibc) via email 14jan19 that the patient called for a catheter change due to alleged discomfort, while using the catheter that was shorter in length. On 29jan2019 the ibc provided via email that the patient confirmed that the alleged discomfort stopped once the catheter was changed.

Event description:
It was reported that during a regular catheter change the dn noticed the new catheter to be shorter than usual. It was later reported from the international business center (ibc) via email (B)(6)2019 that the patient called for a catheter change due to alleged discomfort, while using the catheter that was shorter in length. On (B)(6)2019 the ibc provided via email that the patient confirmed that the alleged discomfort stopped once the catheter was changed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water"